Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted. The field representative indicated there were allegations against the device longevity. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Additional information indicated the device had a monitoring voltage of 2.43 volts and charge time measurements of 12.5 seconds. The device was returned for analysis.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.